Event description:
On (B)(6) 2014, the lay user/ patient contacted lifescan (lfs) (B)(4) alleging the onetouch verio meter read inaccurately erratic. The patient reported blood glucose results of ¿11.6, 15.00, 29.9, and 13.6mmol/l¿ with the subject meter, performed within 20 minutes of each other. This complaint is being reported because the reported results did not meet lifescan¿s accuracy/precision criteria and the alleged inaccuracy issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up # 1 - 7/28/2014 device evaluation, the lay user/patient¿s meter and test strips have been returned on (B)(4) 2014 and (B)(4) 2014, evaluated by lifescan product analysis on (B)(4) 2014 and (B)(4) 2014 respectively with the following findings: the meter passed all testing with no faults found. The reported issue could not be reproduced. The test strips passed all testing with no faults found. The test strips were tested and the primary complaint was not confirmed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.